Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens implantation, the cartridge got split when injecting the iol. According to the additional information received stating due to the cartridge, the iol was deformed to the point that the surgeon felt it best not to proceed with surgery using it. The surgery was completed using new cartridge and lens (company lens of same model and diopter value). There was no patient harm. There was patient contact with the original product.

Manufacturer narrative:
Additional information provided in sections h.3., h.6., h.10., and h.11. The company cartridge was not returned. A non-qualified lens model/diopter was indicated. The company lens model is only qualified with the company cartridge for the diopter range of 6.0 to 25.0. A qualified handpiece and viscoelastic were indicated. The company cartridge was not returned for evaluation. The root cause for the reported issue appears to be related to a failure to follow the instructions for use (IFU). The correct cartridge is indicated on the lens case and lans carton labels. The IFU instructs: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lenses (iols). Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Split tips may occur due to: ¿ room temperature too cold/cold ovd ¿ plunger advancement speed too fast ¿ inadequate ovd placed in the cartridge the IFU instructs to use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). The IFU instructs to completely fill the cartridge with ovd (that has been allowed to come to room temperature) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.